Event description:
A battery life calculation was requested as a patient was experiencing a gradual increase in seizures; however, the patient's generator was not at end of service. Diagnostics were within the normal limits throughout the available device history. The battery life calculation estimated 0.2 years life remaining until near end of service. The patient was referred for generator replacement surgery due to the low battery and the increase in seizures. The patient's seizures were reportedly above pre-vns baseline. No additional relevant information has been received to date. No surgical intervention has occurred to date.